Event description:
It was reported that contamination issue occurred. During preparation, a 16 x 2.75 promus premier drug-eluting stent was selected for used; however, it was found out the sterile condition of the device was not complete. The procedure was completed with another of same device. The patient condition was stable following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that contamination issue occurred. During preparation, a 16 x 2.75 promus premier drug-eluting stent was selected for used; however, it was found out the sterile condition of the device was not complete. The procedure was completed with another of same device. The patient condition was stable following the procedure. It was further reported that, instead of the initial report of device contamination, the packaging was found damaged upon opening.